Event description:
The facility stated that the surgeon implanted a plate collamer lens, and diopter +19.0. The lens haptic tore off during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. The facility stated that the plunger caused the lens to tear. The cartridge model that was used was a sfc-25 fp. The facility was unable to provide the cartridge lot number.